Manufacturer narrative:
Batch review performed on 27-jun-2023. Lot: 156859: (B)(4) items manufactured and released on 17-mar-2016. Expiration date: 2021-03-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Analysis performed by r&d manager: looking at the images attached to the complaint it seems that no ha residuals are present on the stem body. The explanted stem is covered by patient blood. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding but the x-rays are not available. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
Revision surgery at about 7 years 1 month after the primary due to stress shielding and proximal stem loosening. The surgery has been completed successfully by using a quadra h.